Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d5, d8, d9, d10, e2, e3, g2, g3, g6, h2, h3, h6- medical device problem code, type of investigation, investigation findings code, investigation conclusion code, helath effect-clinical code, helath effect-clinical impact code, component code and h11. The getinge field service engineer (fse) that discovered the issue replaced the bezel, lower/upper display to resolve the issue. Low helium tank (external), cart showing a fissure at the top near the handle, doppler assembly not present/missing, advise the in-house biomed team to garnish and replenish the items a quote will be provided upon request. Ran all the tests in accordance with the manufacturer's specifications. All tests are within range. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received the following parts associated with this complaint: part - lower display. Part - housing lower display. Part display, top cover assy. These parts were received with a reported unit failure of being damaged. The failure analysis and testing dept. Performed a visual inspection and found all three parts to be damaged. Retaining the parts in the fat per procedure number.

Event description:
It was reported that the cardiosave intra aortic balloon pump had damaged bezel top and bottom. The event occured during pm and there was no patient involvement and injury information is unknown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had damaged bezel top and bottom. Patient involvement and injury information is unknown.